Event description:
It was reported that the device had error code 46228. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which did not confirm the customer's problem. However, system fault error code 46228 was found in the event history log. The reported cause was contamination on downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue.